Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the hypotube has fractured about 0.2 mm distal to the distal end of the kink protector. The cross-section of the hypotube at the fracture sites is no longer circular but compressed into an ellipse and the polymer coating is plastically deformed. The findings indicate that the hypotube most probably fractured as a result of significant bending outside of the patients body. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling of the device.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion in the proximal lad. During loading the stent onto the guidewire, the hypotube fractured.